Event description:
The customer received questionably high results for hemoglobin a1c gen.2 (ha1c) on their cobas integra 800 for three patients. Two of the patient's results were discrepant and reported outside the laboratory. The customer tested a re-draw from one of the patients on (B)(6) 2011 and received a significantly different result. This new result prompted the customer to repeat all tests performed on (B)(6) 2011. Corrected reports were issued for the discrepant results. The first patient's initial result was 22.44% and reported as 22.4%. The repeat result from the same analyzer was 11.98% and reported as 12.0%. The second patient was a male born on (B)(6) 1954 weighing (B)(6). His initial result was 19.64% and reported as 19.6%. The repeat result from the same analyzer was 12.80%. The second repeat from a different analyzer was 12.36% and reported as 12.4%. There were no adverse affects to the patients due to this event. The lot number for the reagent was 64073701. The field service representative (fsr) could not determine the cause of the event. He checked the condition of all sample and reagent probes, sample and reagent syringes and rinse wells and no issues were found. He determined that all service maintenance counters were current with no elapsed service maintenance due. The customer ran quality control with results within expected limits. The fsr performed precision checks with passing results.